Event description:
On (B)(6) 2011, the pt underwent surgery with the hansson pin. One week after the surgery, the hook of the distal hansson pin loosened to lateral side.

Manufacturer narrative:
Device remains implanted. Once the investigation has been completed any add'l info will be reported in a supplemental report.